Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome.